Manufacturer narrative:
Asku. Date of event: unknown, not provided. Best estimate of date of event is between july 26, 2022 and aug. 2, 2022. The intraocular lens (iol) is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was exchanged for a non-johnson and johnson intraocular lens (iol) of +26 .0 diopter due to refractive error. There was no incision enlargement, no vitrectomy, no sutures done. The explanted iol was destroyed and will not be returned for evaluation. The patient is doing well and no injury was reported. No other information was provided.